Event description:
It was reported that this right atrial (ra) lead was part of system revision due to vegetation on the lead, infection and sepsis. No additional adverse patient effects were reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.